Event description:
It was reported by customer that flushing the port-a-catheter after checking for blood return, and blood accumulated in the proximal hub and during flushing, diluted blood leaked out of the proximal hub in a droplet form. This occurred on 3 separate devices. No apparent harm - reached patient/person, inconvenient. This patient had to be de-accessed and re-accessed 4 times due to the devices leaking through the lower port. Resulted in unexpected or prolonged care. Additional information received 12/20/2023: it was decided that we needed to use a single luer lock port for this situation with a primed and attached y-site attachment. Successful re-access with the single port device. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.